Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient returned to the ward at 13:25 under general anesthesia for radical prostatectomy, and was indwelled with 20ch/fr (6.7mm) disposable sterile urinary foley catheter during the operation, draining was unobstructed and draining light red urine, the nurse on duty handed over shifts, patrolled on time, the patient was on bed rest, turned over on the bed spontaneously, and did not complain of discomfort, on (B)(6) 2025, at 8:25, the patient's urinary catheter prolapsed, the end of the urinary catheter was intact, the water bladder was ruptured, and the doctor was immediately notified. The 20ch/fr (6.7mm) disposable sterile urinary catheter was replaced, and the drainage was unobstructed, and 100ml of pale red urine was drained.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient returned to the ward at 13:25 under general anesthesia for radical prostatectomy, and was indwelled with 20ch/fr (6.7mm) disposable sterile urinary foley catheter during the operation, draining was unobstructed and draining light red urine, the nurse on duty handed over shifts, patrolled on time, the patient was on bed rest, turned over on the bed spontaneously, and did not complain of discomfort, on (B)(6) 2025, at 8:25, the patient's urinary catheter prolapsed, the end of the urinary catheter was intact, the water bladder was ruptured, and the doctor was immediately notified. The 20ch/fr (6.7mm) disposable sterile urinary catheter was replaced, and the drainage was unobstructed, and 100ml of pale red urine was drained.